Event description:
The customer reported that the system displayed a "joystick failure error" message and the joystick was unresponsive. The joystick is critical for the type of imaging the motorized c-arm was designed for. As a result the system would be effectively unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed onsite investigation. The rui console was replaced. The system was then found to be operating as intended.